Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.75mm rotalink plus was selected for the atherectomy procedure. After several ablations, it was noted that the burr stopped rotating in the lesion. The physician attempted to remove the burr; however, the burr came in contact with an 8f guide catheter and detached from the catheter shaft. Subsequently, a 6f guide catheter was inserted and advanced distal to the detached burr. The burr was completely removed from the patient's body. The procedure was completed with this device and there were no patient complications reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and it was noted that the coil was kinked. Visual analysis noted that the burr was detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.75mm rotalink plus was selected for the atherectomy procedure. After several ablations, it was noted that the burr stopped rotating in the lesion. The physician attempted to remove the burr; however, the burr came in contact with an 8f guide catheter and detached from the catheter shaft. Subsequently, a 6f guide catheter was inserted and advanced distal to the detached burr. The burr was completely removed from the patient's body. The procedure was completed with this device and there were no patient complications reported. The patient's status was good.